Event description:
It was reported that the patent came to the clinic due to shortness of breath and the right atrial (ra) lead exhibited undersensing of p-waves during the electromyogram (egm). The lead remains in use. No further patient complications have been reported as a result of this event.